Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the attune cemented tibia component appeared loose and collapsed. Femoral and tibial implants were removed and replaced with tc3 femur and mbt revised tibial tray. It was also reported that there was a loosening at the cement/implant interface. Depuy cement was used. (B)(6) 2016. (B)(6) 2017. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 17 jun 2019. After review of the medical records for MDR reportability: on (B)(6) 2016, the patient underwent a right knee arthroplasty due to osteoarthritis. Depuy cement was used during the primary operation. The surgeon reported no intra-operative complications. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial tray at the cement to implant interface, subsidence of the tibial tray, and pain. The surgeon noted there was evidence of debonding of the tibial tray from the cement and what appeared to be subsidence or osteonecrosis in the posteromedial and medial aspect of the tibia.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6 patient code: no code available (3191) used to capture the surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No new information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.